Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in slide clamp detection circuit). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f-38 alarm. The cause of the alarm was out of specification force sensing resistor's (fsr's). The fsr's were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order.